Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. Visual examination of the returned unit shows no sign of any defect. The returned unit was deflated, and no issue noted. The returned sample was inflated / deflated three times and no restriction noted. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use on a patient, the cuff did not deflate. It was reported that the valve was not working properly and the air could not be removed. Re-intubation was implemented to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device could not be degassed. The customer indicated that a re-intubation was implemented to the patient.